Event description:
This report pertains to one of two devices used during the same procedure. Associated manufacturer report # 3005099803-2012-00535 pertains to the other device.it was reported to boston scientific corporation that a solyx single incision sling was used during a procedure on an unknown date.according to the complainant, the patient experienced ongoing pain, vaginal complications, and erosion of the mesh. The exact nature and date of onset of these symptoms are unknown. It was reported that the patient had surgery to excise the eroded mesh (date unknown).all other information is unknown and reportedly unavailable.